Event description:
Model 4478- patient was having desaturations throughout the day. The masimo pulse oximeter would stop reading and I could not get an oxygen saturation reading for minutes. Patient was blue and needed an increase in oxygen. It was hard to tell how much oxygen he was needing due to the pulse oximeter not picking up a saturation. Model 4005- patient's monitor came had a warning that said "spo2 replace sensr". Sensor was replaced and the warning went away. This was for the masimo pulse oximeter non-adhesive sensor.